Event description:
The customer had two hypoglycemic events and was taken to the hospital both times. The first they bolused insulin on a device result of 222 mg/dl and later passed out. Emergency medical technicians checked patient's glucose at 37 mg/dl/ the second event patient's glucose was 349 mg/dl on the device and they dosed their normal insulin rate at 12pm and at 2:30pm they had hypoglycemia. When the emergemcy medical technicians checked patient's glucose the level was 32 mg/dl. Both events require hospital admittance for about seven hours. The customer is not sure if controls had been used on the system. The device was replaced and requested to be returned for evaluation.